Event description:
Reporter alleged the lancet device which is used for blood glucose finger-stick testing had the needle which stuck out after use and would not retract. No actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.